Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was attempted to be used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. It was reported that the balloon would never deflate. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. H6: imdrf device code a140101 captures the reportable event of balloon failed to deflate.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a140101 captures the reportable event of balloon failed to deflate. Block h11: the returned extractor pro rx retrieval balloon was analyzed, and a visual and microscopic inspection found that the balloon was tear; therefore, the functional test cannot be performed. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to deflate was not confirmed. It was found that the balloon was tear; therefore, the functional test cannot be performed. It is possible that the tear found in the balloon occurred due to procedural factors such as excess of pressure, interaction with other devices. Also, it is possible that interaction with a sharp surface during/previous the procedure, could have caused the failure found on the balloon. Therefore, the most probable root cause is adverse event related to procedure".

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was attempted to be used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. It was reported that the balloon would never deflate. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.